Event description:
On (B)(6) 2011, the pt began a multistage treatment for a dissecting thoracoabdominal aortic aneurysm. A gore tag thoracic endoprosthesis was placed initially, which was an extension of an existing tag device. This was later followed by the insertion of a left subclavian stent, the division of the intraluminal septum, surgical bypass from the left external iliac artery to the left internal iliac artery, and endovascular bypass from the right external iliac artery, followed by multibranched stent-graft implantation, complicated by the severe tortuosity of the pt's aorta. Prior to a f/u exam on (B)(6) 2011, the pt's recovery was initially complicated by spinal ischemia, which responded to spinal drainage. He regained the ability to walk without difficulty, but continued to experience a "burning sensation" in the lower extremities. The physician indicated that he may have some ongoing neuropathy.

Manufacturer narrative:
The mfg records review verified that the lot met all pre-release specifications.